Event description:
It was reported that on (B)(6) 2005, the patient underwent a lumbar spine MRI that showed multi-level degenerative disk disease and facet joint osteoarthrosis. At l5/s1 there was bilateral foraminal stenosis secondary to diffuse disk bulge and hypertrophic facet joint osteoarthritis. There was moderately severe foraminal stenosis. On (B)(6) 2005, the patient presented with lower lumbar spine pain with radiation into the lateral aspects of the legs, bilaterally with tingling and numbness and decreased sensation in the lateral calves. The patient presented with pain and underwent an epidural steroid injection l5-s1 level. No patient complications were noted. Lumbar spine x-rays showed disk space narrowing at l5-a1 and evidence of posterior facet sclerosis at 4-5/5-1. There were multiple levels of mild to moderate disk space narrowing and anterior osteophytes, increasing toward the thoracolumbar junction. The MRI from march was reviewed and noted as showing l5/s1 bilateral foraminal stenosis secondary to diffuse disk bulge and hypertrophic facet joint osteoarthritis. On (B)(6) 2005, in a telephone encounter the patient reported tremendous relief from epidural injection in april. On (B)(6) 2005, the patient presented with overall improved symptoms. The patient presented with a ¿funny sensation¿ in the lateral aspect of the thigh. Medications: celebrex and vioxx. On (B)(6) 2005, the patient presented with some soreness in the lumbar spine and some numbness/tingling about the lateral thigh in both legs. The patient reported that the leg pain had subsided. The patient attributed the constant back pain to arthritis of the spine. On (B)(6) 2006, it was reported that, the patient presented with pain and underwent an epidural steroid injection l5-s1 level. No patient complications were noted. On (B)(6) 2006, the patient presented with lower back pain and some numbness/tingling in the bilateral lower extremities. The patient reported that though they felt the last epidural injection had been less beneficial then previous injections ¿ the pain was gradually returning. Medications: celebrex. On (B)(6) 2006, it was reported that, the patient presented with pain and underwent an epidural steroid injection l5-s1 level. No patient complications were noted. On (B)(6) 2006, the patient presented with lower back pain and some numbness/tingling in the bilateral lower extremities. The patient reported that though they had received relief from the may epidural injection ¿ the pain was gradually returning. Medications: celebrex. On (B)(6) 2006, the patient presented with lower lumbar spine pain worse with inactivity, numbness and tingling and decreased sensation in the lateral bilateral thighs, and intermittent pain in the posterior calf region. The patient reported having rec¿d a steroid injection 2-3 mo prior which had offered some relief for several mo. The patient also reported urinary frequency. A prior emg/ncs showed no evidence of radiculopathy involving the l4-s1 nerve root territories on the right. There was evidence of a length dependent, sensorimotor axonal neuropathy. Medications: celebrex. On (B)(6) 2006, the patient presented with the preoperative diagnosis of degenerative disk disease and marked degenerative facet disease l4-5 and l5-s1 and foraminal stenosis with radiculopathy l5-s1 bilaterally. The patient underwent a surgical procedure which consisted of a decompression for stenosis l5-s1 bilaterally; transforaminal interbody fusion with peek cage, bone morphogenic protein and local autograft l4-5 and l5-s1; posterolateral fusion l4-5 and l5-s1 with autograft; and posterior spinal instrumentation, segmental, with titanium legacy system. Per the operative report ¿¿the material being removed from the disk with pituitary rongeurs showed evidence of some bone. Trials were used. A 7 cage was found to be the appropriate size. Autogenous bone was packed anteriorly, pledget of bmp and then the cage with bmp centrally was placed. C-arm confirmed position¿ there was some mild compression present (l4-5), some mild adherence of the joint capsule to the dura, but it was not as severe as at l5-s1. The disk space was entered and disk material was removed with shavers, serrated curets, pituitary rongeurs. Trials were used and a #10 cage was found to be the appropria te size. The anterior portion of the end plate was prepared with an osteotome and autogenous bone graft was packed anteriorly, pledgets of bmp, and then the cage with bmp centrally. The position of the cages was confirmed by x-ray...¿ no patient complications were noted. On (B)(6) 2006, the patient was discharged from hospital. On (B)(6) 2007, the patient complained of pain in the left hip (around the iliac crest region) with radiation into the lateral thigh and pain that was affecting his gait. Per the encounter notes the lower extremity symptoms had resided although there was pain in the left hip (around the iliac crest region), with radiation into the lateral aspect of the thigh and a numbness and tingling sensation in the anterior/lateral aspect of the thigh. X-rays looked good with no obvious failure. On (B)(6) 2007, the patient presented with pain in the lower lumbar spine and hips, bilaterally, (around the iliac crest region), more pronounced in the left which was impacting the patient¿s gait. The patient reported frequent waking when sleeping from right lower extremity radicular pain. The patient also reported sexual difficulty. X-rays showed the anterior bone graft-cage appeared to be in good position. Posterior internal fixation noted at l4, l5, s1, in appropriate position, intact, and with no obvious failure. There was no motion over the instrumented area. On (B)(6) 2007, approx. 5 mo post op, the patient presented with overall improved symptoms though the left hip was still giving the patient ¿a fit.¿ the patient reported occasional pain in the lower back radiating into hip and groin. Medication: tylenol. On (B)(6) 2007, approx. 8 mo post op, the patient presented with intermittent axial lumbar pain, soreness, and stiffness with bilateral lower extremity pain. The patient described the pain as achy, soreness, stiffness, and tightness. The patient was to resume taking celebrex for their diffuse osteoarthritis. On (B)(6) 2007, the patient presented with intermittent axial lumbar pain, soreness, and stiffness with bilateral lower extremity pain. The patient was also having gait disturbance. X-rays showed the anterior bone graft cage appeared to be in good position. The anterior bone graft-cage appeared to be consolidated. Posterior internal fixation was noted at l4, l5, s1, and in appropriate position with intact appearance and no obvious failure. There was no motion over the instrumented area. Labs were taken which revealed an increase in bun levels. On (B)(6) 2008, the patient reported that they had fallen on their left knee. A lumbar spine MRI was conducted which demonstrated an inter body fusion at l4-l5 and l5-s1 with cage in place. Laminectomy at l4-5. There was lobular bulging degenerative disk at l4-5 with borderline canal stenosis. There was no focal disk herniation and no enhancing lesions are identified. There was a small abdominal aortic aneurysm of 3 cm identified. On (B)(6) 2008, in a telephone encounter, the patient reported that since (B)(6), they had been experiencing pain in the lumbar spine, left hip, and anterior thigh with pain intensifying in the knee. The patient reported that the knee would buckle with climbing stairs. The patient reported that they had been on a short course of steroids but it did not alleviate the pain and that they were having difficulty sleeping due to the pain. Per the encounter notes, a review of the patients MRI results did not show a reason the patients symptoms would be related to the spine. On (B)(6) 2008, approx. 15 mo post op, the patient presented with increased symptoms (onset approx. Three months prior) and severe pain. The patient complained of axial lumbar pain with bilateral lower extremity pain, right>left with left extremity numbness and tingling. Pain was better with use of a brace. The patient reported lack of sleep secondary to pain and general gait disturbance. There was hip and groin pain on bending/extension. There was constant thigh, knee, and anterior leg numbness and tingling. Possible l3 radiculopathy. Medications: tylenol. On (B)(6) 2008, the patient underwent an emg/ncs which revealed evidence of a l2 and/or l3 radiculopathy on the left. Moderate-severe axonal greater than demyelinating mixed sensorimotor peripheral neuropathy. The patient was prescribed: relafen. On (B)(6) 2008, the presented with complaints of axial lumbar pain. The patient complained of axial lumbar pain with left lower extremity pain and numbness/tingling/weakness, and right lower extremity pain. The patient stated that overall their symptoms were 40% improved. Lyrica helped very minimally. The patient also reported urinary frequency. On (B)(6) 2008, the patient presented with right hip problems but stated it is not constant and is mainly upon movement. Patient stated he was diagnosed with bursitis and had received an injection of steroids into the bursa, which offered total relief of his symptoms for approximately 2- 3 days before the pain returned. The patient had also undergone decompression therapy, which offered no relief of his symptoms. Patient related he had also had 2 injections in the knee that did not offer any relief of his symptoms, because the knee was not where the problem was originating. The patient stated there had been a little more strength in his legs since the ingestion of lyrica. On (B)(6) 2008, the patient presented pain and underwent a lumbar spine MRI which demonstrated an inter-body fusion at l4-5 and l5-s 1 with cage in place, laminectomy at l4-5, and lobular bulging degenerative disk at 14-5 with borderline canal stenosis. There was no focal disk herniation and no enhancing lesions are identified. There was a small abdominal aortic aneurysm of 3 cm. No mention is made of l3-4, which had some foraminal narrowing, secondary to the bulging disk and facet hypertrophy. On (B)(6) 2008, the patient complained of increasing symptoms and severe pain radiating into the groin bilaterally, bilateral buttocks, and into the anterior aspect of the thighs. There was subjective numbness and tingling in the bilateral lower extremities. The patient felt that celebrex was not working. X-rays showed the anterior bone graft-cage appeared to be in good position. The anterior bone graft-cage appeared to be consolidated. Posterior internal fixation was noted at l4, l5, s1, in appropriate position and it appeared to be intact with no obvious failure. There was no motion over the instrumented area. Since the last study of (B)(6) 2007, the l3-4 disk had become markedly narrowed with sclerotic changes. There were positive vacuum sign in both flexion and extension. Diagnosis: spinal stenosis, moderate right foraminal at l5-s1 mild central stenosis at l5-s1 and moderate left foraminal at l5-s1, degenerative disc disease, facet arthropathy at l4-5 and l5-s1 and lumbar radiculopathy bilaterally. Medications: (B)(4), flexeril, celebrex, lyrica. On (B)(6) 2008, in a telephone encounter, it was reported that the patient , after ingesting a 200 mg tablet of ultram ER, became clammy, broke out in a sweat, and began vomiting. On (B)(6) 2008, the patient presented with pain and underwent a facet joint injection bilateral l3/4. No patient complications were noted. On (B)(6) 2008, the patient presented with pain in the lower lumbar spine, bilateral buttocks, left inguinal region, right inguinal region, right groin, and right anterior thigh. The patient reported constant numbness and tingling in the right lower extremity. On (B)(6) 2009, approx. 27 mo post op, the patient presented with increasing axial lumbar pain with bilateral lower extremity pain and numbness/tingling. The patient also reported difficulty with sleep secondary to pain and some instability. Medications: ultram, (B)(4), celebrex, lyrica. On (B)(6) 2009, reportedly, the patient underwent electrodiagnostic testing of the left lower extremity which revealed evidence of a l2 and/or l3 radiculopathy - evidence of a moderate-severe axonal greater than demyelinating mixed sensorimotor peripheral neuropathy. On (B)(6) 2009, the patient presented with the preoperative diagnosis of degenerative disk disease with central and foraminal stenosis at l3-4 and previous l4 to s1 fusion with instrumentation. The patient underwent surgery which consisted of removal of the posterior segmental spinal instrumentation, l4 to s1; decompression of l3-4 bilaterally for stenosis; transforaminal interbody fusion with peek cage (phygen) and bone morphogenic protein and local allograft l3-4; posterolateral fusion l3-4, with autograft; and segmental spinal instrumentation with titanium legacy l3 through s1. Per the operative report ¿¿when the exposure was made, the locking nuts were loosened from the l4 to the s1 screws and the rod was removed. Screws were tested and found to be in good position. No evidence of pseudarthrosis was present. These screws were left in place¿ the end plates were further decorticated with curved osteotome along the anterior portion of the bony end plate of l3 and l4. Autogenous bone graft from the decompression was packed in the disk and swept to the right side. Pledgets of bmp were placed in the cage with bmp centrally. The c-arm was used to confirm satisfactory position of the central portion of the disk¿¿ radiographs were utilized for alignment and placement confirmation. No patient complications were reported. On 06 march 2009 the patient presented for an evaluation of surgical wound and presented with increased drainage and a small blister at the end of the incision. The patient also reported some soreness in the lower spine with intermittent cramping in the anterior thigh, bilaterally on walking, and numbness in the left lower extremity. The patient reported urinary frequency and constipation. On (B)(6) 2009, the patient presented with intermittent achy pain and occasional sleep disturbances secondary to pain. The patient reported intermittent cramping of the anterior thigh bilaterally on walking and subjective numbness and tingling in the anterior thigh, knee, leg, and dorsum foot. Medications: celebrex, robaxin, oxycodone, lyrica. X-rays taken of the lumbar spine showed the appearance of good position of cage and instrumentation. On (B)(6) 2009, the patient presented low lumbar spine pain and pain across hips with some bilateral extremity symptoms. The patient had redness and slight puffiness at the incision site. A culture was taken which was positive for moderate growth of ((B)(6)). On (B)(6) 2009, in a post op ov, the patient presented with redness at incision site, lower lumbar pain and pain across hips with some pain radiating into the bilateral thighs. The patient reported involuntary "circling of the right foot", which he attributed to neuropathy. The patient had a superficial wound infection to which septra was prescribed as treatment. On (B)(6) 2009, the patient presented with soreness and pain about the lumbar spine and anterior thighs and lateral hip, bilaterally. The patient complained of generalized weakness in the lower extremities, left > right. The patient also reported urinary frequency and hesitancy voiding. X-rays showed the cage in good position and instrumentation with no obvious failure. On (B)(6) 2009, the patient presented with axial lumbar pain and bilateral lower extremity complaints including pain, numbness, tingling, and weakness. It was noted that the patient was to start taking medication to shrink the prostate. X-rays showed instrumentation in good position with no obvious failure. On (B)(6) 2009, approx. 3 mo post op, the patient presented with complaints of axial lumbar pain, occasional right anterior thigh pain, left lower extremity pain with numbness, tingling, and weakness. The patient also reported urinary frequency. X-rays showed that the anterior bone graft-cage appeared to be in good position. Posterior internal fixation was noted at l3, l4, l5, s1 and in appropriate position, intact and with no obvious failure. There was no motion over the instrumented area. On (B)(6) 2009, it is reported that the patient underwent quadruple bypass surgery. On (B)(6) 20009, the patient presented, approx. 7 mo post op, with axial lumbar pain, right lower extremity pain , intermittent pain in the anterior thigh, and left lower extremity pain with numbness, tingling and weakness. The patient also reported sleep disturbance secondary to pain and urinary frequency. Medications: oxycodone, robaxin, and lyrica. On (B)(6) 2010, the patient presented with right lower extremity pain, axial lumbar pain, left lower extremity pain, numbness, tingling, and weakness. The patient reported involuntary "circling of the right foot", of which he attributed to neuropathy. The patient also reported tightness in the right ankle region per the encounter notes the patient had recently gained weight. The patient reported they had recently been diagnosed with anemia. Medications: motrin, robaxin, lyrica. On (B)(6) 2010, the patient presented, appox. 17 mo post op, with worsening symptoms. The patient reported the neuropathy in legs appeared to be moving up into the thighs and hip and the knee pain had increased along with the back pain and neuropathy in right anterior thigh and ankle.. The patient also reported difficulty with ambulation ¿ they were unable to extend themselves or walk ¿right.¿ the patient also reported sleep disturbances secondary to pain. On (B)(6) 2010, the patient presented with pain and underwent a lumbar spine MRI which showed an edema pattern in l2 and l3 with question of bony contusion. The patient underwent a MRI of the bilateral hips which showed no evidence of any occult fracture, or bony bruising seen. There was hypertrophy of the central zone of the prostate. Could not exclude neoplastic changes. On (B)(6) 2010, the patient presented with pain and underwent epidural steroid injection at l2. No patient complications were noted. On (B)(6) 2010, the patient presented for a f/u after epidural steroid injections at level l2. The patient was approx. 19 mos. Post op lumbar fusion. The patient reported axial lumbar pain with lower extremity pain, numbness, and tingling. The patient reported that the injection had given them immediate relief but had gradually worn off. Medications: (B)(4) and lyrica. On (B)(6) 2011, approx. 26 mo post op, the patient presented with increased symptoms and pain. The patient complained of axial lumbar pain with bilateral lower extremity pain and numbness/tingling. The patient reported having trouble ambulating including gait disturbances and stumbling. The patient described the axial pain worse than appendicular pain. The patient also reported urinary urgency and enlarged prostrate. Medications: (B)(4), lyrica, methocarbamol. On (B)(6) 2011, the patient presented with the preoperative diagnosis of l2-3 marked degenerative disk and facet disease with central foraminal stenosis and a pervious l3 to sacral fusion with instrumentation. The patient underwent surgery which consisted of removal of segmental instrumentation, l3 to the sacrum (rod and locking nuts); bilateral decompression fusion l2-3, with peek cage and bone morphogenic protein and local autograft; and posterior lateral fusion l2-3 with local autograft, l5 segmental instrumentation with titanium legacy, l2-s1. Per the operative report ¿¿ trials were used. A #11 x 22 spacer was found to be the appropriate size. Decortication was performed with curved curette as well as a curved osteotome along the anterior portion. The bone graft material was then put in place, using autogenous bone graft from the decompression. Pledgeted bmp was placed, it was swept towards the right side. The cage with bmp centrally was then placed in the disk space. C-arm confirmed satisfactory position. The distraction was then release d. Rods were put in place after being bent to the appropriate configuration¿¿ no patient complications were noted. On (B)(6) 2011, approx. 2 weeks post op., the patient presented with soreness and constant pain with some discomfort in the hip joint and some neuropathy in the left lower extremity which the patient said had been there for ¿a while.'¿ the patient reported they had an enlarged prostate and were experiencing urinary urgency. X-rays of the lumbar spine showed that the anterior bone graft-cage appeared to be in good position. Posterior internal fixation was noted at l2, l3, l4, l5 and s1. There was some rotation on the study. The l2 screws appeared to be posterior more than on the intra-operative study on the lateral. On (B)(6) 2011, approx. 6 weeks post op, the patient presented with constant intense lower lumbar spine pain radiating into the hips and the right lateral thigh with tingling and numbness. The patient had an area on the left upper buttocks that had broken open. On (B)(6) 2011, in a telephone encounter, the patient reported excruciating hip pain especially with walking. Percocet was changed to lortab. On (B)(6) 2011, approx. 12 weeks post op, the patient presented back, hip, and thigh pain. The area on the patient buttock had resolved. The patient described tingling and numbness in the lateral thigh of the right leg. The patient reported occasionally waking from sleep with left radicular pain. X-rays showed no changes in alignment since the last x-ray. Cage appeared in good position. There appeared to be increased sclerosis in the disc space. On(B)(6) 2011, approx. 16 weeks post op, the patient presented with axial lumbar pain with right lower extremity complaints that included pain, numbness and tingling. The patient described hip and lateral thigh pain. X-rays demonstrated the anterior bone graft-cage appeared to be in good position. Posterior internal fixation was noted at l2, l3, l4, l5 and s1. There was no change in the alignment from the last study at l1-2 and 2-3 with lateral and anterior large osteophyte formation. There appears to be increased sclerosis from the previous study at the disc space. On (B)(6) 2012, approx. 7 mo. Post op, the patient presented with axial lumbar pain with bilateral lower extremity pain and numbness/tingling. The patient also described generalized weakness in the left lower extremity, constipation, and testicular pain. On (B)(6) 2012, approx. 11 mo post op, the patent complained that their symptoms were unchanged and that they ¿hurt all the time.¿ they described the pain as in the lower lumbar spine as constant, intense, dull, and wakes the up when sleeping. The paint radiated into the hip and lateral thighs. The patient reported bulging in the mid lumbar spine, above the fusion site. The patent also reported constipation. Exam of the thoracic spine showed an increase in kyphosis. Lumbar x-rays demonstrated the anterior bone graft-cage appeared in good position. Posterior internal fixation was noted at l2, l3, l4, l5 and l1. There is no change in the alignment from the previous 2 studies with lateral and anterior large osteophyte formation. The disc space appeared to be fused with the osteophyte grown together. Diagnosis: post-operative arthrodesis and thoracolumbar kyphosis. Medications: lyrica, robaxin, and lortab. On (B)(6) 2012, approx. 16 mo post op, the patent complained of constant pain in the lower lumbar spine radiating into bilateral hips and lateral thighs. The patient had lost considerable weight down (B)(6). Per the encounter notes the patient was ¿not in good health¿ and had recently undergone surgery for a bladder tumor and also had gone through a transurethral resection of the prostate.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.